Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 25521 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm) was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axis 2. Once testing was completed, the axis 2 motor assembly including motor cable and pot were tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the axis 2 motor assembly within the affected mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was during the procedure with ports placed. The system initially powered on without errors. The arm only moved for the first time after docking and dvstat was contacted immediately. The system was shut down and restarted with no improvement. Proceeded with the operation at the second console and completed as planned. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtmr). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtmr.

Event description:
It was reported that during a da vinci-assisted surgical kidney reimplantation procedure, the surgeon side console (ssc) had message that master tool manipulator (mtmr) had been disabled on ssc1, and the surgeon was unable to control the arms. The system had been restarted, but issue persisted. Prior to call, tech support surgeon decided to use the ssc2. Technical support engineer (tse) viewed system event logs and found error 1 and 25521 indicating a link (esmy) in the right mtm was down. No further troubleshooting possible and would use ssc2 for upcoming surgeries. The procedure was completed with no reported injury.